Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. The customer's blood glucose level at the time of the incident was 28 mmol/l. Customer was treated with bolus and set/reservoir change. The customer also reported that the insulin pump received a pump error alarm. The customer was able to successfully clear the alarm and was able to complete rewind. Displacement verification test, high-pressure test, and self-test had passed. The customer stated they were not hospitalized, not in the emergency room, and also not dispatched to emergency medical service as a result of high blood glucose. The customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. Based on the customer report customer did not allege the insulin pump was under-delivering. The auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.